Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a connection issue with a titanium adapter and the transfer set. It was reported the titanium adapter unscrewed at the metal coupling and came off from the catheter during fill mode of dialysis. The patient put their ¿finger over the tube ends until they could screw it back together again¿. Subsequently the patient developed peritonitis manifested by abdominal pain and cloudy fluid. The following morning the patient presented to the hospital; however, the patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) meropenem and ip vancomycin (for three weeks, dose and frequency not reported). On an unknown date, the patient was treated with intravenous vancomycin (ongoing, twice a week, dose not reported) and oral vancomycin (four times a day). At the time of this report, the patient was not recovered from the peritonitis event. Pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis therapy. On an unreported date, the titanium adapter and transfer set were changed. No additional information is available.